Event description:
Account sreported they obtained 56 incorrect calcium results for patient samples. The resuls were as follows (sample number, initial result/repeat resul mg/dl): 1: 8.1/9.7, 2: 7.9/9.4, 3: 8.3/9.8, 4: 7.8/9.2, 5: 8.2/9.5, 6: 8.0/9.4, 7: 8.2/9.5, 8: 9.3/9.7, 9: 8.2/9.6, 10:8.2/9.7, 11: 8.3/9.6, 12: 7.7/9.4, 13: 8.0/9.5, 14:7.8/9.8, 15:7.8/9.7,16: 7.9/9.9, 17: 7.8/9.2, 18:7.9/9.9, 19:7.9/9.7, 20:7.1/9.7, 21:7.5/9.7, 22: 7.5/9.5, 23: 7.4/9.4, 24:8.3/10.2, 25:7.2/9.1, 26: 7.6/9.8, 27: 7.7/97, 28: 7.6/9.5, 29: 7.8/9.7,30: 7.6/9.5, 31: 8.2/10.0, 32: 7.6/9.7, 33:7.2/9.2, 34: 7.3/9.1, 35:8.2/10.2, 36:7.7/9.6. 37: 8.0//9.8, 38: 7.5/9.4, 39: 7.9/9.9, 40: 7.6/9.4, 41: 7.1/9.3, 42: 7.4/9.4, 43: 7.5/9.6, 44: 8.0/10.0, 45: 7.7/9.7, 46: 7.6/8.9, 47: 8.0/9.3, 48; 7.2/9.1, 49: 7.8/10.4, 50: 7.9/10.3, 51: 8.6/10.8, 52: 7.8/9.8, 53: 7.6/9.6, 54: 7.3/9.4, 55: 7.7/9.4, 56: 7.4/9.9. The incorrect results did not adversely effect patients. The field service rep found a bad swistch valve and repaired the instrument by replacing the valve.